Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Device remains implanted.

Event description:
It was reported that the unknown locator abutment screw fractured in the unknown 3.75mm zimmer spline implant. The doctor was able to remove the fractured screw but, upon doing so, damaged the implant threads. The doctor requested an implant rethreading tool and the implant remains implanted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined.